Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements of greater than 2500 ohms, elevated pacing threshold measurements, and intermittent rv capture. An x-ray was performed which confirmed a lead fracture. The patient was not rv pacemaker dependent. A surgical revision was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.